Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown baclofen (720/day, 2000) via implanted infusion pump. It was reported that the implanted pump became partially visible due to skin erosion. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient underwent surgery to replace the 40 ml pump with a 20 ml pump and new implant site was created. The issue was resolved at time of report, (B)(6) 2024. The implant date of the pump was asked, but unknown. The patient's weight was asked, but unknown. The patient's status at time of report was alive - no injury.